Event description:
During baxter's evaluation, a device alarmed for a constant door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed that the door not fully latched messages were caused by a loose link screw. The loose link screws were replaced.